Event description:
During an in-clinic follow-up, episodes of high capture threshold were observed on the right ventricular (rv) lead. Upon investigation, the rv lead was found to be dislodged. A revision procedure was performed, and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.